Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation. It was also stated that the cup was removed and the cup was well fixed, the surgeon thought that the cup position was responsible for the dislocations doi: (B)(6) 2011; dor:(B)(6) 2017; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.